Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Device manufacture date: monitor 03/29/2018, belt 12/10/2013.

Event description:
A us distributor contacted zoll to report that a patient passed away at home while wearing the lifevest on the night of (B)(6) 2021. Per clinical review of the continuous ECG recording, the device was started up at 13:31:07 on (B)(6) 2021 while the patient was in sinus tachycardia at 100 bpm with pvc's. The patient's rhythm degraded to vf with CPR/motion artifact at 07:29:28 on (B)(6) 2021. CPR/motion artifact prevented the lifevest from detecting the vf arrhythmia. The patient was in vf with CPR/motion artifact until the device shutdown at 07:41:24 on (B)(6) 2021. It was reported that the patient passed away on the night of (B)(6) 2021.